Event description:
Hill-rom received a report from the account stating the bed exit did not alarm and a patient fell out of the bed. The bed was located in the green tower room 755. The nursing staff found the patient on the floor with a cut on their forehead that required 9 stitches. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found no issues. The bed exit functioned as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The reported injury is serious in nature per FDA definition. There was no evidence of a malfunction. Based on this information, no further action is required.